Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that the polyaxial screw was used as lateral mass screw at c4 and c5 for spinal decompression on (B)(6) 2009. When the implants were removed after the bone union on (B)(6) 2011, the right side of c5 screw head could not free of move because of the bone formation, so the surgeon gouged the side bone with rongeur and air drill (2mm) carefully. After gouging the bone, the head of the screw could be moved. So, the surgeon rotated the head with head adjuster and the head was came off from the screw shaft without too much force. Only the screw shaft was remained in the bone, so the surgeon gouged the side bone of the screw shaft carefully, and could remove the screw shaft with longnose pliers.